Manufacturer narrative:
The hill-rom technician found the power control module (pcm) needed to be replaced. Per the hill-rom service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pcm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was moving by itself and constantly clicking. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).